Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the surgeon tried to fix a proximal phalanx fracture of the middle finger with a plate. During screw insertion, three (3) screws broke; the surgeon was not able to retrieve them. The surgery was completed with a delay of an unknown length of time. This report is 2 of 6 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The procedure was prolonged for about thirty minutes. It was reported that two screws and a plate were broken; the rest of the screws were intact.

Manufacturer narrative:
Implant and explant dates: complainant part broke intra-operatively and was not implanted or explanted. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing location: (B)(4) - manufacturing date: june 26, 2014 - expiry date: june 1, 2024 - no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.